Event description:
Healthcare professional reported, right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, the device was underweight, 0-25% percent of the shell missing, and a broken shell. A visual and microscopic analysis were performed, which identified a sharp break on the posterior side, a striated opening on the posterior side, stress marks, and a fold crease. Based on the device analysis, the final assessment is: a sharp pattern opening on the posterior side assessed, as a surgical impact opening for the stress marks. A striated opening assessed, as surgical damage consistent with the use of a surgical tool. And missing shell assessed, as inconclusive.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.